Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (4000 mcg/ml 726.1-750.9 mcg/day) and baclofen (1.5 mg/ml at 0.272-.282 mg/day) via an implantable infusion pump. It was reported that during a refill yesterday and when the hcp was updating she realized she didn't program the new increase, so she quickly canceled telemetry mid-update. A stopped pump message was displayed due to the canceled telemetry. The pump was taken out of stopped pump mode and the new increased was entered.